Event description:
A volume discrepancy was reported. The actual residual volume was greater than the expected residual volume; specific amounts were not reported. The patient had experienced increased pain. It was believed that the pump was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).